Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during post-procedure device check, interrogation of device revealed intermittent capture even at high capture threshold, and sensing variation on the right ventricular lead. Lead dislodgement was confirmed. The physician opted to disable high voltage therapy and program the device aair. The patient was brought in for lead revision on (B)(6) 2020; the lead was repositioned successfully with acceptable measurements. The patient was stable throughout the procedure and discharged the same day.